Event description:
It was reported the pt's (B)(6) therapy system reflected invalid impedance measurements. X-ray imagery revealed lead migration. Surgical intervention was undertaken to explant and replace the pt's leads. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.